Manufacturer narrative:
No conclusions can be made at this time. The process of screw fixation is technique sensitive and care must be taken to ensure that the screws are fully tightened.

Event description:
Patient was implanted with a 3-level eagle plate using 14mm self drilling screws. Two-week follow up x-rays showed that the two lowest screws had backed out. The surgeon is watching the patient but is not planning to take action at this time. As surgical intervention could result, an MDR is being filed to document this event.